Event description:
A critical alarm due to motor stall was reported. Patient visited the hospital where the physician tried to update the pump and the pump recovered; patient was sent home with an appointment for (B)(6) 2012, to check the system. However the pump alarmed again due to a motor stall. An attempt was made to update the pump but there was no recovery. Patient was hospitalized "as he was receiving 879 mcg/day of baclofen" and it was decided to replace the pump the next day morning. Drugs delivered via the device were baclofen and ziconotide for the last year and before that only baclofen. It was later reported that the pump was explanted. It was stated that the pump was implanted in 2006 but day and month of implant were not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train anomaly; corrosion.

Manufacturer narrative:
(B)(4).